Event description:
A customer observed repeatable false positive ahbc results on multiple samples from one pt. The result was reported to the physician. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.